Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography in the duodenum of a patient. The exact implant date was not reported. According to the complainant, weeks following the stent placement procedure, the physician reported that the patient had a perforation in the duodenum. The physician treated the perforation, however, it is unknown if the treatment was delivered surgically or endoscopically. The patient's condition at the conclusion of the followup procedure was reported to be good.